Manufacturer narrative:
The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. Analysis of the log files from the AED showed it was manufactured on 1/22/20 and placed into service on (B)(6) 2020 with battery pack serial number (B)(6). On (B)(6) 2023 the AED began reporting a no pads detected warning. On (B)(6) 2024 the AED began flashing its red asi and chirping to indicate the battery was in a low condition. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the AED's condition until the battery pack was either ejected from the AED or became completely depleted on (B)(6) 2024. Between (B)(6) 2023 and the reported event on 11/20/2024 there was no evidence in the log of any human interaction to address the AED's condition. The cause of the AED not powering on for the was related to a failure to maintain the AED.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. During troubleshooting with customer service the customer reported the AED failed to power up during a rescue attempt.